Event description:
Litigation alleges that the patient suffers from a failed hip implant. Update rec¿d (B)(6) 2014¿ pfs and medical records received. Part/lot was provided. The pfs also alleged pain and popping sounds. After review of the revision operative note it indicated the patient had a malpositioned cup so the cup is now being reported. The operative note also confirmed metallosis. There is no new additional information that would affect the existing MDR decision. The complaint was updated on : (B)(6) 2014.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.